Event description:
It was reported to philips that the device is not functioning. There was no patient involvement. The field service engineer (fse) found the device needs an ac power module. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. The device passed testing and was put back into service.